Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal 1.5% pd4 therapy for chronic renal failure. On (B)(6) 2012, the patient discontinued dianeal therapy. During a call, the following was reported. On (B)(6) 2012, the patient was hospitalized for an unknown indication. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient underwent a central venous catheter surgery. On (B)(6) 2012, the patient had a peritoneal dialysis extubation surgery. On (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. On (B)(6) 2012, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was possibly related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.